Event description:
Customer reports to have received a motor error alarm and no delivery alarm during priming. Customer's blood glucose was 208 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer is able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unit was unable to prime during prime test due to faulty force sensor. The motor was tested outside the device and passed. No unexpected no delivery alarms noted. Unit received with minor scratches on display window, cracked case at display window corners, case at reservoir tube window corners and battery tube threads, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.